Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was not able to charge their ipg. Replacement charger was provided; however issue persisted. The patient¿s ipg was deemed to be inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. During the procedure it was found out that there was approximately 3 cm of skin over the ipg. Replacement of the device addressed the reported issue.

Manufacturer narrative:
The reported event of inoperable ipg was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. It was unable to determine what cause the battery to deplete.